Event description:
A 2.5mm diameter by 16mm length d1 angioplasty balloon catheter was inserted to treat a lesion in the left anterior descending artery. Upon the first balloon inflation, the balloon burst at 10 atm. The balloon catheter was removed and the lesion was subsequently treated with balloon angioplasty and the deployment of a s670 stent. There was no report of injury to the pt and no additional clinical sequelae reported related to the event. The cause of the balloon burst has not been determined. There was no product returned for evaluation and vessel morphology is unknown.